Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. No lesion details are available. The 2.5 x 20mm maverick over-the-wire balloon catheter ruptued during an inflation that was within specification. A dissection of the artery occurred. Additional information has been requested and is not available.